Manufacturer narrative:
Device evaluation of battery pack has been completed. The cause of the battery pack giving a "reinsert battery" when placed in the monitor was a defective u3 supervisory ic chip and defective battery cells. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The defective u3 battery cells will be replaced. No adverse event resulted from the faulty battery pack.

Event description:
A male patient called customer support to report that one of his batteries does not charge. When one of the battery packs was placed into the monitor, the monitor would displace "reinsert battery". The other battery pack functioned normally. Support had patient use the good battery pack since he was scheduled for an ICD in the morning.